Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins). It was reported that patient has no pain relief from the stimulator. Reported still having difficulty walking and standing for long periods of time. No external factors are known to have led or contributed to the issue. Patient has been reprogrammed in the past. Patient wants his device explanted due to him not liking the device anymore. Patient had been reprogrammed with no success. The issue has not been resolved at this time. Surgical intervention has not occurred but planned . Patient is alive with no injury. No further patient symptoms or complications were reported in this event.